Event description:
The deploying arm bent during intial placement. This was removed and a second device was opened (different lot number). The second device failed during deployment of the arm. The tip of the inserter broke within the mesh device. The entire device was recovered and removed. The procedure was completed using an alternative method.